Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. Additional information received: patient was brought back for re-operation to perform an open esophago-jejunotomy to address the leak.

Manufacturer narrative:
(B)(4). Exact event date unk, only year provided. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes, no bubbles were detected. This was a post-op leak 30-60 days out. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? 30-60 days out. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? All leaks were found in the upper fundus of the stomach. Between the fundus and the angle of hiss. How was the leak addressed? Some leaks were addressed with a stent that was removed later and one the surgeon suspects was a hematoma and not a leak.

Event description:
It was reported post operative after a laparoscopic sleeve gastrectomy the patient developed a leak. The patient received a stent. There is no additional information.